Event description:
It was reported that closure of an unspecified access site was attempted using a proglide device relative to an interventional transcatheter aortic valve repair procedure. Reportedly, an unspecified failure occurred. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The date of event is estimated. The device was not returned for evaluation. A review of the manufacturing records and complaint history could not be conducted because similarity cannot be determined as the specific failure mode and lot number were not provided. Without the device returned for analysis and specified failure mode, a conclusive cause for the reported event could not be determined; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.